Manufacturer narrative:
(B)(4). The documentation for this lot was reviewed and to date, no other complaints have been reported for this lot. Manufacturing documentation was reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported failure mode. The device was visually evaluated and approximately 2cm of the distal tip were missing from the device with the separation occurring at the joint between the distal shaft and the scanner. The micro-cables were stretched and separated from the scanner but the extended single lumen (esl) was intact. These observations are consistent with the report that the device was not removed from the area of activity at the time the thoracic aortic stent graft was placed and became securely trapped between the new and existing stent grafts. There was no indication of device defect or that the device was not manufactured to approved specifications. No patient adverse events were reported and the physician used clinical judgment to leave the distal tip in place. The IFU indicates: the frequency and duration of administration is subject to the discretion of the physician and depends upon the procedure and information required. And: once imaging has been completed, remove and visions pv 8.2f catheter.

Event description:
A physician was placing a second thoracic aortic stent graft within a previously stented thoracic aortic aneurysm. A p.v. 8.2 fr. Volcano ivus catheter was being used to image the anatomy, and when the physician placed the second stent, the ivus catheter became trapped between the two stents during deployment. The physician encountered the resistance and gently pulled to release the device. The device became free and the physician quickly removed the p.v 8.2 fr. Volcano ivus catheter and inspected the device to determine the cause of the resistance. At this point he discovered that the tip of the catheter had separated from the shaft, and fluoroscopy was used to locate the tip and to determine the risk to the patient. The physician determined that the tip was securely trapped between the two stents and was not free floating within the patient. The physician indicated that leaving the tip lodged between the stents presented a lower risk to the patient than attempting to remove it, so he completed the procedure. The patent did not experience a change in blood pressure nor any other symptoms of the event. The physician indicated the patient was stable and doing fine.